Event description:
In (B)(6) 2008, a monarc was implanted. It was alleged that, "within months of the procedure" the pt experienced, "extreme pain and discomfort and suffered the onset of increased urine leakage." On (B)(6) 2008, the pt underwent a procedure to, "release the transvaginal sling in an effort to gain relief from the pain and complications she suffered post implant. However, said procedure failed to provide the relief sought," and other medical opinions were sought. The pt has been advised that she is a surgical candidate for explanation of the monarc, "but that there are significant complications associated with the same." From the onset of "continued incontinence and pain associated with the implantation through the time of her attempted corrective surgery on (B)(6) 2008, she sought the advice and consultation of medical providers regarding the case of her complications and options to remediate the same, but was not advised that her problems were caused by a defective product."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.